Manufacturer narrative:
Internal complaint reference (B)(4). Article: xu zhixiang, sun liu, sunshine, wu xiongying, & mao bin. (2019). Comparison of the efficacy of adenoid radiofrequency ablation and curettage in the treatment of secretory otitis media. South china journal of defense medicine.

Event description:
It was reported that on literature review "comparision the effect of low temperature plasma ablation and transoral curette adenoidectomy on pediatric secretory otitis media", 1 patient had an infection after adenoidectomy using a evac 70 wand and the coblator surgery system. Unknown how the event was treated. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. The article provided was not presented in a readable format. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.